Event description:
Caller states that during a correlation study, the following coaguchek xs/lab results were obtained. Patient 1:2.3 inr/1.8 inr patient 2: 2.4 inr/1.9 inr no action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.